Event description:
The pt underwent a re-do aortic valve replacement due to aortic regurgitation. It was noted that the sjm valve has moderate calcifications, cuspal stiffening, and the right coronary cusp had a perforation. A non-sjm valve was implanted and the pt is reported to be in stable condition following the surgery.